Event description:
Pump fell about 27 inches to the ground. Didn¿t know for 3 days that the pump was cracked in several spots till I had to change battery. Then was getting errors. Medtronic said tough out of warranty. Pump was a year old on something that has a 4-year warranty but it was changed a at 3 years and 11 months. Ask to return for testing and a failure analysis report. Been a month and nothing. This is the normal for them. They don't want to test it because they would have to report it. Medtronic doesn't like doing that. That is what they got in trouble for before.